Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: customer posted in a diabetes group on facebook that he had once experienced 1 bd autoshield duo where the safety mechanism did not work so it could be used over and over again. I contacted him and asked him to reach out to me via email. At the moment above is all the info I have, and since this happened a while back I do not think we will get much more info, but I still wanted the incidence put in the system. If he comes back with more info I will add it to complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: customer posted in a diabetes group on (B)(6) that he had once experienced 1 bd autoshield duo where the safety mechanism did not work so it could be used over and over again. I contacted him and asked him to reach out to me via email. At the moment above is all the info I have, and since this happened a while back I do not think we will get much more info, but I still wanted the incidence put in the system. If he comes back with more info I will add it to complaint.